Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated a vns patient had high lead impedance readings on vns diagnostics tests. Review of x-rays by the reporter did not identify any lead anomalies. The patient has been referred to a surgeon for vns revision surgery. A surgery date has not been set. The reporter was advised to disable the vns due to the high lead impedance but has decided to leave the vns activated. No patient trauma or device manipulation was admitted.